Event description:
A customer in poland filed a complaint alleging discrepant results for a patient between the cobas ampliprep/cobas taqman (cap/ctm) (B)(4) qualitative test, v2.0 and the cobas ampliprep/cobas taqman (B)(4) quantitative test, v2.0. The results are as follows: (B)(6).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
Date additional information was received by the manufacturer (26-jun-2014). Follow up report 1. Additional information/ device evaluation. Device evaluation by the manufacturer - yes. (B)(4). A customer from poland alleged discrepant results for a patient when samples were tested with the cobas ampliprep/cobas taqman (cap/ctm) (B)(6) quantitative test, v2.0 (result: target not detected) and the cap/ctm (B)(6) qualitative test, v2.0 (results: (B)(6)). Roche medical and scientific affairs assessed the provided data and suggested that the series of results for the patient could be due to the patient having a low titer during the early stages of infection; as the patient sample was not returned for further evaluation, no additional testing would be performed to identify the cause. Testing of the retain kit met specifications and no issues were identified during manufacturing of the kit; as such, no malfunction was identified. (B)(4).